Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2010. The locking plate of the reservoir was too tight to be locked when the nurse checked the product before use. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.